Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4); product ID: 97745bp, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 97745bp patient programmer (ptm) (serial number (B)(6)) revealed it was out of electrical specification. H3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6)) revealed it was contaminated with a liquid substance. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a couple days ago over the weekend pt started having trouble for their equipment was not working at all. The pts legs and back were ""killing" them and when they opened up the controller the battery felt sticky like it was leaking and the controller would not come on or do anything. Pt was having a lot of pain. (B)(6) 2022 rtg0261838, rpl 330843: additional information was received. Pt got replacement controller and says "its not working still". Pt again mentioned their back is killing them as they did in original call. Patient tried to charge it so they could tell ps what the controller is doing, and they got no device found and then it goes to prm screen and they get 100. They don't appear to be discharged. Pt called inquiring tracking information for they had not received their new rtm yet. Ps reviewed tracking with pt, when ps offered to provide the fedex tracking number pt denied and said they already called them 5 times. Pt noted they had so much pain they could not stand it and they had taken extra oxycodone to get around. Patient called repeated information below. Patient stated fedex told her package will be there by 1pm and delayed and she haven't seen it yet. Ps reviewed fedex information. Patient asked where can she get another recharger device. Patient stated she did not a have in the area. Case re-opened to send email to repair. Pt ca lled back stating they still haven't received their replacement rtm and they've contacted fedex several times. Pt said they're in a lot of pain due to not being able to use therapy. Ps reviewed information.